Event description:
A customer in the united states reported the generation of erratic potassium quality control (qc) results and patient results on cell 1 of their beckman coulter au5800 clinical chemistry analyzer. The erroneous patient results were released outside the laboratory. There was no report of change to patient treatment in connection with this event. The customer stated that cell 2 of their beckman coulter au5800 clinical chemistry analyzer is performing as expected. The customer stated that all qc material prior to running the patient samples was within the laboratory specifications. Qc material was run continuously throughout the day.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to troubleshoot the issue. The fse identified inadequate buffer dispense due to bubbles in the buffer line. The fse tightened a loose connection on the buffer tubing. The fse also replaced the buffer syringe and adjusted the thread on the syringe to resolve the bubbles in the line. These actions resolved the erratic qc and patient results.